Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion with moderate calcification was located in the moderately tortuous mid left anterior descending artery. The physician advanced the 2.5x15mm maverik2 balloon catheter to the lesion and completed predilation with one inflation at 10 atms. Then the physician deployed a taxus liberte stent. The physician then advanced the 2.5x15mm maverick2 balloon catheter to the stent and on the first inflation, inflated the balloon to 10 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt's status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular match shows that the device met its material, assembly and product specifications. The most probably root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.